Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) was confirmed, and the root cause was determined to be use error- due to an open clamp. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
A customer contacted baxter technical services (bts) regarding assistance with a system error 2240 alarm during dwell 1 of 3 on the homechoice machine (hc). The home patient (hp) stated they left the unused final clamp line open. The technical service representative (tsr) assisted the home patient (hp) to cycle power twice to clear the alarm. The hp was contacted on (B)(4) 2011. The hp stated that this was an isolated event. The hp stated she is currently performing therapy without any complications. The hp stated she did not develop any adverse reactions or need any medical intervention. There was patient involvement; however, there was no injury or medical intervention reported.